Event description:
The screw hole tap instrument broke during a spine surgery. The event led to a prolonged surgery and caused the surgeon to accidentally tear the dura of the spinal cord. No other info was provided to co.